Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 us alarmed internal o2 (oxygen) leak. At this time, there was no information regarding patient involvement.

Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. Bench testing revealed loose screw on the o2 (oxygen) safety valve. Most likely caused by production fault. The screw was tightened and the leak issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.